Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 204065.

Event description:
It was reported that the patient was not getting adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.